Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered in two episodes appropriate anti-tachycardia pacing (atp), whoever, in both times, the atp accelerated the rhythm, leading into a shock. In both episodes the shock converted the rhythm. No changes were performed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered in two episodes appropriate anti-tachycardia pacing (atp), whoever, in both times, the atp accelerated the rhythm, leading into a shock. In both episodes the shock converted the rhythm. No changes were performed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the patient received over a hundred shocks and was hospitalized. It could not be determined if these shocks were inappropriate or not. The patient was referred to his physician for evaluation and recommendations. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H6: device codes. H6: patient codes. H6: impact codes.